Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The fe indicated the system displayed a cine disk access problem; thereby losing subtraction, road-mapping, or other critical vascular cine functions. No pt or user injury was reported related to this event.